Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting+single mammary artery coronary artery bypass grafting procedure on (B)(6) 2025 and suture was used. The patient was admitted for treatment and underwent surgery at 8:15 am. The chief surgeon performed an anastomosis between the internal mammary artery and the anterior descending branch during the operation. At 9:20 am, during the suture process, the problem of pulling off suture needle happened . At 9:30 am, a new suture was immediately replaced. No adverse patient consequences were reported. Additional information was requested.